Manufacturer narrative:
Three opened and used sensors were inspected and a bicarbonate buffer test was performed. One of the three sensors failed due to having no isig readings. The two remaining sensors passed per specification with accurate readings. All three sensors had bent cannulas. It could not be confirmed that the customer received the sensors in said condition due to the customer returning the sensors opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a sensor electrode stuck inside her skin. The customer reported that this may have been due to an issue with the serter. Customer reported that she had a second sensor that was bent. The customer stated that the sensor needles were not fully penetrating her skin. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.